Event description:
New information noted the battery longevity on the leadless pacemakers rebounded to normal expected range during re-interrogation.

Manufacturer narrative:
The reported event of anomaly in battery voltage and longevity estimate was confirmed from the session record. The erroneous battery voltage and longevity estimate were due to the incorrect battery calibration coefficients rather than the incorrect battery voltage measurement. The reported loss of i2i communication was also confirmed. The programmer wrote corrupted i2i configuration trims to the lp because of the incorrect trim values read from the device during interrogation.

Event description:
Related manufacturer reference number: (B)(4). New information noted the battery longevity was corrupted due to poor implant to implant communication between the atrial and right ventricular leadless pacemaker.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular leadless pacemaker had prematurely reached recommended replacement time (rrt) with no alert triggered. No changes or interventions were reported. The patient was in stable condition.